Event description:
It was reported that the guidewire punctured the catheter approx 1 inch from the tip. The catheter had not been placed in a pt.

Manufacturer narrative:
The catheter only was returned for evaluation. The stiffener stylet wire was inserted in the lumen. A tactile examination of the catheter tubing showed no elastic weakening or deformation. The catheter flushed normally during the initial evaluation and decontamination. The catheter lumen was pressurized by attaching a 12cc syringe filled with water to the flushing hub of the stiffener stylet. When the distal tip was occluded, the catheter leaked from a tiny pin hole approximately 1" from the distal tip. The stylet wire tip was located 0.35" proximal to the hole in the catheter, as received. Under magnification, the hole in the tubing was semicircular and without loose flash. The hole edges were granular, and there were no crows feet to indicate a cut. It was very difficult to compress the catheter tubing enough to cause the fire tip to reach the location of the hole. It did appear that the wire tip would fit through the hole. The stiffener stylet was remvoed from the lumen and examined. The wire tip weld appeared smooth and blunt. There was a pointed burr on the side of the tip weld. Although this burr may have aggravated the puncture, it was not the likely root cause of the puncture. The tip of the stylet wire appeared to have punctured through the lumen wall, probably due to aggressive advancement of the stylet into the pt. When resistance is met, the catheter should not be advanced. The instructions for use for this device suggest several methods for assisting the advancement of the catheter.